Event description:
A report of overinfusion with the use of an infusion pump was received. According to report, a container of tpn solution was to infuse over a 24 hour time period and was reported to have completely infused in 20 hours time. There was no report of pt injury associated with this report. No additional clinical info was available for this report.